Event description:
The reporter stated that during the case, the logical transducer would drift. There was no pt injury or treatment associated with this event. During review of the returned set it was discovedred that the male luer had been twisted off of the administration set.